Event description:
We have three ameriwater ros and put them through disinfection dwell with minncare per protocol. We then rinsed the machines and it took us three hours to clear the minncare. The next day, we discovered residual minncare in all 3 machines and this took us several days of rinsing to get the minncare to clear the system. This is considered a near miss since we are about to hook up to a pt when we tested for minncare. We reported this to the manufacturer and the distributor where they promised to fix the machines. They stated that they had never heard of this issue. A month went by and we still had not heard back from the manufacturer or distributor and they came back and stated it was a user error. We then step by step followed their instructions and had the same issue with 3 hour rinse cycle and a minncare residual the following time we used the machines. At this time, we still have not resolved the issue. Dates of use: (B)(4) 2013.